Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges ¿customer took two¿ bd veritor at home covid-19 tests (material # 256094), batch number unknown, ¿in quick succession with opposite results.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were received. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer took two tests in quick succession with opposite results. Problem description: user emailed on the evening of (B)(6) ¿I took two tests in quick succession with opposite results. The sticks looked very similar.¿ date of event or issue: (B)(6) 2021.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, nj was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were received. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer took two tests in quick succession with opposite results. Problem description: user emailed on the evening of 12/5 ¿I took two tests in quick succession with opposite results. The sticks looked very similar.¿ date of event or issue: (B)(6) 2021.